Event description:
On (B)(6) 2010, (B)(6) center's pharmacist called baxa technical support to report that a pt, who had received total parenteral nutrition (tpn) on (B)(6) 2010, experienced an adverse reaction that required resuscitation due to an unexpected delivery of potassium. Further info from the user facility revealed that potassium (k) phosphate instead of sodium (na) phosphate was delivered to the pt. As a result, medical intervention was required to revive and stabilize the pt. The user facility stated that "several medications were administered to lower the potassium level" of the pt. At the time of the initial report, the pt had recovered with no further symptoms.

Manufacturer narrative:
Additional contact with user facility was unsuccessful. Results: erroneous data.